Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump's battery life had shortened to approximately a week and half. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following results:a review of the pump¿s history showed no evidence of short battery life. During testing, the pump¿s current readings were within specifications. The pump cover was removed and no internal defect was found.